Manufacturer narrative:
On 03-apr-2017 product investigation results: reporter returned one toothbrush head on 16-feb-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Pinching - mouth [mouth injury], changed the head and noticed it was making noise and on occasion pinching me - oral-b brushhead [injury associated with device], changed the head and noticed it was making noise - oral-b brushhead [device physical property issue], it broke off in my mouth - oral-b brushhead [device breakage], product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she was surprised that morning when the oral-b dualaction or dual clean brushhead broke off in his/her mouth. The consumer explained that he/she changed his/her brush heads at least every 6 months, and he/she changed the brush head and noticed it was making noise and, on occasion, pinching him/her. The consumer asserted that there was no wear on the brush head since it was a new head within the last month. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 02-feb-2017 received consumer's follow-up e-mail: the consumer reported that he/she had saved the brush head and pieces and would mail them back. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching - mouth [mouth injury]. Changed the head and noticed it was making noise and on occasion pinching me - oral-b brushhead [injury associated with device]. Changed the head and noticed it was making noise - oral-b brushhead [device physical property issue]. It broke off in my mouth - oral-b brushhead [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on 31-jan-2017 that he/she was surprised that morning when the oral-b dualaction or dual clean brushhead broke off in his/her mouth. The consumer explained that he/she changed his/her brush heads at least every 6 months, and he/she changed the brush head and noticed it was making noise and, on occasion, pinching him/her. The consumer asserted that there was no wear on the brush head since it was a new head within the last month. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. On 02-feb-2017 received consumer's follow-up e-mail: the consumer reported that he/she had saved the brush head and pieces and would mail them back. No further information was provided. (B)(4)